Event description:
Customer states that system arced and reset itself. No pt injury was reported.

Manufacturer narrative:
The service cleaned and lubricated tube and tank candles and repaired loose wire on fan connector. The rep tested system and no arc's during fluoro, hlf or cine. System is operating as intended.